Event description:
It was reported that when the programmer was turned on, a black screen came up with a "serious error" message. The programmer was power cycled and the error cleared. The programmer has been working fine since the re-boot and will remain in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).